Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an alarm 63. The customer's blood glucose level was 400 mg/dl. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 63. The insulin pump alarmed pump error 63 during self-test due to poor solder joint on the keypad assembly. The insulin pump passed the rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a scratched case.